Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was making a constant tone. Customer's blood glucose was 406 mg/dl. Buttons were unresponsive. Customer had rested the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with stuck screen on pump software version number and buzzing sounds/constant tone due to moisture damage on electronic assembly. The device had moisture damage was found on motor assembly. No damage on keypad traces noted. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to stuck on pump software version number display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked display window corner.